Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having issues with her bladder in general. After getting the implant it took them from august to november to get the proper setting. In november everything was working. All of a sudden it stopped working again. The patient was having leakage. They talked to the manufacturing representative on (B)(6) 2024 . They said they fell on their left side on a school bus. They did an x ray and they didn't find anything wrong with it but, they were having problems with the device again to the point they were leaking like crazy. The doctor told them they were going to have bad bladder days. They want a second opinion on her bladder. It was working so well, sleeping through the night, no leakage, not even thinking about it. Then all of the sudden it just stopped working. The end of january or middle of january they noticed they had a bad day or two. They were drinking stuff they should not have been drinking. They had a little leak here and there. The day they talked to the rep they had two good days, so maybe it was just a fluke. Then two days after they spoke to the rep again they went back to bad performance, leaking all the time.  The patient was redirected to their healthcare provider to further address the issue. In (B)(6) they went to a acupuncturist and chiropractor and they changed the program and everything worked. They started going back to the chiropractor a little bit. When they took a fall their whole pelvis was all out and imbalanced. When they did an adjustment with this tool they had 2 good days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient is being scheduled to have their device checked. The cause of the patient's device all of the sudden not working is unknown, but they will follow up with the patient after they have their device checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the fall had no effect on the patient's implanted system. It was determined that the device stopped working all of a sudden due to being on the incorrect program and the patient changing the program was the most likely cause. The device was re-programmed and the issue has been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.